Event description:
Related manufacturer report number: 2017865-2023-04957. It was reported the patient presented in the emergency room due to shocks. Upon interrogation, a loss of capture, failure to sense and noise resulting in oversensing were noted on the right ventricular (rv) lead resulting in the inappropriate shocks. Diagnostic imaging was performed and a rv lead dislodgement due to twiddler's syndrome was observed. During the lead revision procedure, an infection was observed. The rv lead and the device were explanted to resolve the event. A new device and rv lead are anticipated to be implanted when the infection is resolved. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.